Manufacturer narrative:
Report amended to refelect test results from issue sample.

Event description:
It was reported size 4/0 polyglycolic acid suture tearing or fraying. (Lot# 190423-53) there was patient involvement but no indication of an adverse event. The surgery wasn't delayed greater than 30 minutes.

Event description:
It was reported size 4/0 polyglycolic acid suture tearing or fraying. (Lot# 190423-53) there was patient involvement but no indication of an adverse event. The surgery wasn't delayed greater than 30 minutes.